Event description:
Pt was found on her knees (or legs folded under her) on the left side of the bed. Her back was pressed up against the bed. Her head was tilted, back, turned to the left, and in between the upper left half siderail and the mattress of the bed. The lower bottom corner of the siderail had made an indentation below the resident's chin on the right side. Hosp bed was equipped with upper half siderails only. It is possible that as the resident fell out of bed that her body released the siderail from it's secured 'up' position. When staff found her, the siderail was not secured in the 'up' position as it had been when she was last seen prior to the incident. In addition, the equipment was checked following the incident. The upper siderail (left) would not stay in the secured 'up' position after several attempts. However, it did latch safely later leading rptr to believe that it works inconsistently.